Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. The customer complaint could not be confirmed. A root cause could not be determined.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a missing sensor wire that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. The sensor pod fell off the patient's abdomen and the sensor wire was unable to be located. Patient was taken to the emergency room and an x-ray was taken to determine if the sensor wire was left in the patient's skin. The x-ray did not display the sensor wire in the body and the patient was sent home. At the time of contact, the patient was fine and no further medical intervention was reported.